Event description:
The customer reported via telephone call that the blood glucose readings had been running high and that no alarms had occurred. The blood glucose reading at the time of the incident was over 600 mg/dl and was back down to 147 mg/dl at the time of the call. The customer had treated with an insulin pen. The customer had been in contact with a health care practitioner regarding the high blood glucose but had not gone to the hospital. The customer reported that the drive support disk appeared normal and recessed. The customer did not want to check for site issues as the set had just been changed. The customer found no air bubbles in the tubing. The customer was advised to do a set change and to call back when a tubing clamp was available to detect an occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.